Event description:
It was reported that this patient's device was deactivated previously due to receiving a left ventricular assist device. Recently, their sicd exhibited rd error which resulted in the device turning back on with factory settings. The sicd was deactivated again. No adverse events were reported.